Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device. When closing with the device, it became stuck in the patient. Multiple images were taken from different views via contralateral access with ultrasound to determine the cause. The footplate was open and stuck. It was unspecified how the device was removed. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: the device was initially reported as returning, but has now been reported as not returning by the account. E1: reporter first name.

Event description:
Subsequent to the initially filed report, additional information provided: reportedly, when closing with the device, it became stuck in the patient. Multiple images were taken from different views via contralateral access with ultrasound to determine the cause. Footplate was open and stuck. It was unspecified how the device was removed. An unspecified method was used to achieve hemostasis. Reportedly, the patient is fine. No additional information was provided.